Event description:
It was reported by the patient that the gastric band is leaking. The band will be explanted in 2008, and a new band will be implanted.

Manufacturer narrative:
Date sent: 12/5/2008. Information is unavailable; device was not returned for evaluation.